Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that ventilation failed. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that both manual and mechanical modes of ventilation were still available. This was not a reportable malfunction. Additional information was received stating that both manual and mechanical modes of ventilation were still available. This was not a reportable malfunction.